Event description:
This customer reported power issues with this device. The device was not in clinical use at the time of the event. There was no pt or user harm. We have requested additional info.

Manufacturer narrative:
(B)(4). This customer reported power issues with this device. The device was not in clinical use at the time of the event. There was no pt or user harm. We have requested additional info. This customer reported power issues with this device. The device was not in clinical use at the time of the event. There was no pt or user harm. We have requested additional info.